Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a pocket infection. The physician believes that there was a possible hematoma that advanced to the infection. The system was explanted. The procedure was completed successfully without adverse consequences to the patient. The patient's condition post procedure was good.